Event description:
On the same day during 2 separate procedures, the luer lock at the top portion of the handle was coming loose. The device was held with hemostats and the syringe was unscrewed to complete the procedure. A foreign object did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo-19 devices of lot number c727612 in stock at the time of the complaint investigation. On eval of the device it was noted that it was returned in two parts. The luer lock section at the tip of the needle was returned attached to the syringe and was unscrewed from the handle. The needle had broken where it was attached to the luer lock. The stylet was not returned. It was not possible to advance and retract the needle, as the needle was broken, however all parts of the needle were returned. The customer complaint was confirmed as the device had broken apart from the needle. As the actual use conditions could not be replicated in the laboratory, it is not possible to conclusively determine the cause of this complaint. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-19 lot # c727612 did not reveal any discrepancies that could contribute to this complaint report. No corrective action is warranted at this time. A foreign object did not have to be retrieved from the pt. The pt did not experience any adverse effects due to this observation. The 2 year complaint history has been reviewed and it is believed that the likelihood of this type of occurrence is low. Complaints of this nature will continue to be monitored for potential emerging trends.